Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with a maryland bipolar forceps. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: issue was identified during the last surgical procedure when the instrument was engaged on system. Instrument exhibited damaged silver cables. No issues related to motion nor cautery were noted. No fragments were reported to have fallen into patient's anatomy. No injury was reported.